Manufacturer narrative:
Concomitant medical products: (B)(6) 2011: tgt4010/8130691, tgt4010/7042172, pxc161200/8142333, pxa280300/8636170. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2011, this patient underwent an endovascular repair of a thoracic aortic dissection using three gore® tag® thoracic endoprostheses (tgt3420/8467339, tgt4010/8130691, tgt4010/7042172) and a gore® excluder® aaa endoprosthesis aortic extender component (pxa280300/8636170). A contralateral leg component (pxc161200/8142333) was also implanted in the innominate artery to maintain blood flow. Post implantation, thrombosis formation was observed. (It is unknown where the thrombosis was formed.) No treatment was performed and the patient was monitored. The preoperative aneurysm diameter measured 75 mm. On (B)(6) 2011, angioplasty was performed, and metallic stent was implanted to treat the thrombosis. On the same day, the patient presented with a minor symptom of stroke. On (B)(6) 2011, resolutions of the thrombosis and stroke was confirmed. A type ii endoleak (origin unknown) was identified. The aneurysm diameter measured 75 mm. On (B)(6) 2011, coil embolization was performed to treat the type ii endoleak. On (B)(6) 2011, the resolution of the type ii endoleak was confirmed. The aneurysm diameter measured 75 mm. On (B)(6) 2012, the aneurysm diameter measured 85 mm. It is unknown whether there was an endoleak. On (B)(6) 2013, the aneurysm diameter measured 88 mm. It is unknown whether there was an endoleak. On (B)(6) 2014, the aneurysm diameter measured 88 mm. It is unknown whether there was an endoleak. The patient is being monitored.